Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this newly implanted right ventricular (rv) lead experienced chest discomfort thirty minutes post implant. The physician thought it was due to pericarditis. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.